Manufacturer narrative:
The country of origin is (B)(6). The previous calibration had acceptable results. It was noted that the previous qc tests for levels 2 and 3 had acceptable results and that the qc test for level 1 was out of range. It was noted that the centrifugation spin time was too long and the speed was too high. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable hcg stat elecsys cobas e 100 v2 results, for 1 patient, from the cobas e411 rack. Sample 1: the initial result was 0.500 miu/ml with a data flag. On (B)(6) 2020 the repeat result was 0.715 miu/ml. On (B)(6) 2020 the repeat result was 0.500 miu/ml with a data flag. Sample 2: on (B)(6) 2020 the initial result was 758.8 miu/ml with a data flag and the rerun results were 798.1 miu/ml with a data flag and 750.0 miu/ml with a data flag. The rerun result on (B)(6) 2020 was 766.1 miu/ml with a data flag. Sample 3: on (B)(6) 2020 the initial result was 0.500 miu/ml with a data flag and the repeat result was 1.97 miu/ml. On (B)(6) 2020 the repeat result was 0.500 miu/ml with a data flag. The samples were taken from the same patient on 3 different days and all of the results were considered to be correct. It was suspected that sample 2 was misidentified. All results were reported outside the laboratory. The reagent lot number was 413026 with an expiration date of 31-mar-2020.